Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hyperglycemia followed by hypoglycemia while using the ilet, with patterns occurring a few hours after meal announcements and overnight; records indicated multiple meal announcements at one time, and the user treated lows with oral glucose while allowing the ilet to correct highs. Symptoms included hypoglycemia with nadirs to 40 mg/dl and hyperglycemia up to 306 mg/dl. Outcomes included transient impairment requiring self-treatment with oral glucose; no professional medical intervention or hospitalization occurred. Investigation included review of ilet reports and user education on proper meal announcement practices. Investigation of this case revealed user-related contribution due to multiple meal announcements at one time leading to fluctuating glucose levels. It was concluded that the device functioned as designed and that improper use related to meal announcements contributed to the reported events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.